Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00007 thru 3012447612-2019-00008.

Event description:
It was reported that two closure tops and one spacer backed out post-operatively. A revision surgery was performed to remove and replace the closure tops and spacer. This is report three of three for this event.

Manufacturer narrative:
The device was not returned for evaluation. However, an x-ray was provided and used for evaluation. The device was confirmed to have migrated likely as a result of the closure top backing out. Upon examination of the bottom of the closure top, it can be seen that the witness marks are asymmetrical indicating either off-axis force was applied during installation or the rod was not sufficiently reduced when the screw was implanted. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that two closure tops and one spacer backed out post-operatively. A revision surgery was performed to remove the closure tops and spacer. The closure tops were replaced and bone was packed into the disc space were the spacer had been removed. This is report three of three for this event.

Manufacturer narrative:
Additional information: catalog number, lot number, and expiration date. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two closure tops and one spacer backed out post-operatively. A revision surgery was performed to remove the closure tops and spacer. The closure tops were replaced and bone was packed into the disc space were the spacer had been removed. This is report three of three for this event.